Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the mitral valve. The clip deployment was started; however, after retracting the lock line 10-15cm, the lock line was jammed and could not be pulled further. The clip was unlocked, inverted and was removed. A total of two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam- lock line was confirmed in testing environment. Furthermore, knots on lock line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported mechanical jam (inability to remove the lock line) appears to be due to the observed material deformation- knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.